Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the attorney alleges the customer was hospitalized as a result of receiving improper amounts of insulin while using the insulin pump, continous glucose monitoring system, and infusion sets. No further information was provided.